Event description:
It was reported that during a normal follow up the battery showed four months remaining battery. It was noted that in (B)(6) 2025 the battery showed one and a half years remaining. A request for data review was needed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that during a normal follow up the battery showed four months remaining battery. It was noted that in may 2025 the battery showed one and a half years remaining. A request for data review was needed. No adverse patient effects were reported. The device remains implanted.